Event description:
The manufacturer received information alleging a ventilator's internal battery charge lasted only 10 minutes after being unplugged from power. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery charge lasted only 10 minutes after being unplugged from power. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was not confirmed. The device was tested and passed all testing. The following components were replaced due to contamination: blower bellows, blower mount, cooling fan assembly, machine flow sensor, muffler assembly air inlet foam filter, system tubing, blower chassis tubing, fio2 tubing and low flow o2 tubing.